Event description:
The customer reported the ventilator was alarming due to pressure sensors failure. The customer reported the device was not in use on a pt. As reported, if the reported problems occurs while in use in normal ventilation operation it may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The MFR's field service engineer (fse) has not completed repair on this unit. This unit is pending more troubleshooting.

Manufacturer narrative:
There were no signs of damage or contamination. The gds system was allowed to run for 4 hours to verify the unit remains operational with no errors. No errors were generated during approximately 4 hours of operation. The gds system was tested and no failures were identified.

Manufacturer narrative:
.